Event description:
A patient reported having difficulty inserting strips into the meter and strips were peeling. Customer had just been diagnosed with diabetes and is on a sliding scale with different insulins. The results on customer's meter were 289 mg/dl, 174 mg/dl, 255 mg/dl. Customer was comparing meter readings to feeling/normal reading. Customer thought that they may not get accurate readings due to the test strip issue and may be taking too much insulin. No further information has been reported.